Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user, on their second day of ilet therapy, experienced blood glucose fluctuations with a low of 64 mg/dl and a high of 260 mg/dl. The low was corrected with orange juice, and the high was managed by the ilet algorithm. The agent educated the user on the corrective algorithm. No symptoms, external assistance, or medical intervention occurred.